Manufacturer narrative:
The investigation has determined that non-reproducible, lower than expected vitros glu result was obtained from one patient sample tested on a vitros 5600 integrated system. The issue was described by the customer as recurring at random times for the past several weeks and was observed across multiple assays, and only on this vitros 5600 system. The assignable cause of the event was instrument related. An ortho field engineer (fe) performed service actions to the sample metering unit along with all necessary maintenance adjustments related specifically to the z-axis pinions of the sample metering pump, as well as adjustments to the tip locator system. Following this activity, the customer was able to perform vitros testing without any additional recurrences of non-reproducible results and condition codes.

Event description:
A customer obtained a non-reproducible, lower than expected vitros glu result from one patient sample on a vitros 5600 integrated system. Vitros glu result <20 mg/dl versus the expected result 129 mg/dl. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower than expected vitros glu result of <20 mg/dl was reported outside of the laboratory however, a corrected report was issued and no treatment was initiated, altered or stopped based on the lower than expected vitros value. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
As noted in the initial report issued on 06 july 2017, an ortho customer complained after obtaining a lower than expected result from a patient sample processed using vitros chemistry products glu slides in combination with their vitros 5600 integrated system. The likely cause of the event is the incorrect positioning of the sample metering proboscis on a vitros 5600 system that was not detected causing erroneous results to be obtained for a patient sample. Due to hardware reliability issue (i.e. X- drive assembly coupling used for sample metering assembly) and its associated adjustment, the sample metering proboscis may not dispense sample fluid in the correct location. When this condition occurs, vitros 5600 analyzer codes te1-504, 594 are produced by the vitros 5600, however, the vitros 5600 analyzer¿s sample dispense pressure profile does not detect the malfunction. Therefore, believable, erroneous results are reported by the vitros 5600 analyzer. The FDA new york district office was notified of this issue on 17 august 2018. Refer to report number 1319681 08/17/2018 001 c.

Event description:
This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).